Event description:
The complainant reported an asian male had impella cp pump inserted in the right coronary artery (rca) for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient had hemolysis and the pump was removed earlier than expected.

Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.